Event description:
It was reported to boston scientific corporation the a zero-tip nitinol basket was being used in a ureteroscopy procedure on a patient (patient identifier, age, gender, and weight unknown). The procedure date is unknown. According to the complainant, during prep, when the package was opened and the device was removed the surgeon noticed that one of the wires was broken. The case was completed with another of the same device. There were "no issues" to the patient.

Event description:
It was reported to boston scientific corporation the a zero-tip nitinol basket was being used in a ureteroscopy procedure on a patient (patient identifier, age, gender, and weight unknown). The procedure date is unknown. According to the complainant, during prep, when the package was opened and the device was removed the surgeon noticed that one of the wires was broken. The case was completed with another of the same device. There were "no issues" to the patient.

Manufacturer narrative:
Basket. A visual analysis of the returned zero tip nitinol retrieval basket revealed 1 of the 4 basket wires broke at the knot that forms the basket tip and there were kinks felt throughout the length of the sheath. The sheath was also found to be 0.65cm longer than the specification. Under a microscope, it was found that the broken end of the basket wire was necked. This indicates the wire was deformed from a tensile load. The deformed wire was weakened at the knot and functioning of the basket after the manufacturing process caused the basket wire to break. The deformation could have occurred during manufacturing/during the process of tying the knot in the basket wires. The most probable root cause for this complaint is design. Boston scientific currently has capas open to address this issue. The secondary most probable root cause for the out of specification and kinked sheath is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. This event was initially reported based on ambiguous information; however, the investigation clarified the event and the failure is no longer considered an MDR reportable malfunction.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.